Manufacturer narrative:
The t:slim pump user guide cautions that insulin should be at room temperature before filling a cartridge. The t:slim pump user guide instructs the user to only use the syringe and needle provided by tandem to fill the cartridge the product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's fill estimate was inaccurate. There was no reported impact to the customer's blood glucose level. The customer had filled the cartridge with cold insulin and used insulin pens.